Event description:
Adverse incident report made to medicine board, the detail given was: "this report outlines high (false) inr levels reported with the use of this product, her medication was altered and her warfarin dosage lowered. Consequently her inr levels dropped to a dangerously low level and she was rushed to university hospital a couple of weeks ago in a serious and near fatal condition with a suspected pulmonary embolism where she underwent treatment for approx one week."